Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9344919, medical device expiration date: 2021-04-30, device manufacture date: 2019-12-10; medical device lot #: 0009596, medical device expiration date: 2021-05-31, device manufacture date: 2020-01-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tubes had low draw. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: failure in the collection volume settled by the manufacturer bd. Incident was noted during and after collection. There was no harm or need for medical intervention.

Event description:
It was reported that while using bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tubes had low draw. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: failure in the collection volume settled by the manufacturer bd. Incident was noted during and after collection. There was no harm or need for medical intervention.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Bd was unable to determine the root cause of the customer's issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. 10 production lot in-house retention samples from each lot were tested with water and all were within the specification limits. H3 other text : see h.10.